Event description:
It was reported that during the attempted implant of a lead, there was difficulty extending the helix after several repositionings of the lead. The lead was not used and a second lead was then placed. The first placement attempt of the second lead showed high capture thresholds. After repositioning, the sensing and capture were good and that lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the attempted implant of a lead, there was difficulty extending the helix after several repositionings of the lead. The lead was not used and a second lead was then placed. The first placement attempt of the second lead showed high capture thresholds. After repositioning, the sensing and capture were good and that lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism and sleeve head, and the tip seal was observed to be out of position.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.